Manufacturer narrative:
Requested add'l info about product.

Event description:
Revision surgery -pt fell and dislocated. The surgery replaced the humeral head with a smaller product to prevent future dislocation.